Event description:
(B)(4). It was reported during a percutaneous coronary intervention procedure, vessel dissection occurred. The patient presented with unstable angina and cardiac catheterization was recommended. The 90% stenosed and 15mm long target lesion was located in the proximal left circumflex artery (lcx) with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilation using a maverick balloon catheter, following pre-dilatation dissection was noted. The dissection was treated with placement of a 3.00x16 mm perseus wh study stent, resulting in 0% residual stenosis. No further patient complications were reported and the patient was discharged the same day.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is user/ use error, the device was reportedly used in (B)(6) 2008. However, it is noted that maverick was last manufactured in (B)(4) in may 2004. With a three year shelf life, this would mean that any maverick product that was used in 2008 had expired. (B)(4).